Event description:
It was reported that patient experienced an allergic reaction at the ipg site. Reportedly, the ipg site was swollen and inflamed. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
A patient experiencing swelling and red and brownish color at ipg site was reported to abbott. The patient did not receive an allergy kit due to being on backorder. The physician decided to reposition the patient's ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.